Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation: device history record (DHR) - the product code 82-8804pl with lot 6991328, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; no defects were noted. The valve passed the test for programming, occlusion, leak, flushed, siphon guard and pressure. Root cause analysis ¿ no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve. At the time of investigation, no function issues were noted.

Event description:
A facility reported: "the shunt hardware was fully exposed and the proximal catheter was disconnected from the valve. The proximal catheter was connected a manometer and confirmed to be patent. Csf was noted to be flowing from the intracranial compartment through the existing burr hole outside the proximal shunt catheter, but fluid also easily flowed in and out of the proximal catheter. Attention was then turned to the shunt valve through which there was no spontaneous flow and resistance to saline injection was very significant. The valve was then disconnected from the distal catheter which was tested with a manometer and found to be patent with the manometer column dropping fully to zero. Having identified the dysfunctional shunt component, the valve was replaced with a codman certas plus programmable valve set to pl2. The proximal and distal catheters were reconnected in tandem and secured by silk ties."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.